Manufacturer narrative:
No components were returned for analysis and review of the device history record was not possible since the lot number was unavailable. Based on the information provided by st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported by the representative that following a percutaneous procedure, an angio-seal was used. Eight hours later, the patient had no pulses in the lower extremity. The patient experienced vessel occlusion at the puncture site. Fluoroscopy confirmed that the collagen in the vessel was causing the occlusion in the femoral artery. The occlusion was 2 or 3 cm above the puncture site. The patient underwent a balloon angioplasty from a contralateral approach. The patient's blood flow was restored. The patient was taking prescribed anti-coagulants.